Event description:
Pd (peritoneal dialysis) nurse (rn) left a voice message for corporate product surveillance (cps) (B)(6) 2011 saying that the home patient (hp) brought a sample to the dialysis unit which "the adaptor is missing; the end of the tubing." No injury or adverse event is reported. No further information is available at this time. Global cps contacted the pd rn on (B)(6) 2011. The pd rn stated that the hp brought her a cassette that did not have a connection tip on the patient line. The hp did not use the line but found it while opening the packaging. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). One unused set in opened original packaging in reference to missing component was received. Set was visually inspected with patient connector missing from the patient line. The complaint was confirmed in the lab for missing component. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). This complaint is for a report of a missing component, where the registered nurse stated that the home patient brought her a cassette that did not have a connection tip on the patient line. The complaint is confirmed because evaluation of a returned disposable set confirmed the patient connector was missing from the patient line. The cause of the problem was determined to be a situation where samples that were set aside for repairs or used for patient line rf testing were packed incorrectly into good production. A review of the occurrence was conducted with all the manufacturing personnel to promote increased awareness for of this occurrence. A review of all batch record documents was performed with no issues noted during the manufacturing process. The assignable cause for the reported problem was manufacturing issue-assembly.